Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to see insulin coming out of the tubing during fill tubing. The customer re-secured the luer lock connection and insulin was able to go through the tubing. Also, it was noted that the cartridge leaked. The customer's blood glucose level was 300 mg/dl. Reportedly, the customer indicated that the supplies would be changed and a correction would be delivered.